Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed an infection at the xyphoid incision site. The xiphoid incision was treated with crystallized vancomycin after attempts of clearing the infection with antibiotics. It was noted that xyphoid incision site had never healed since the implant procedure. At this time, the electrode remains in service. Additional information was received that the device was explanted approximately one month later due to the infection at the xyphoid incision site. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed an infection at the xyphoid incision site. The xiphoid incision was treated with crystallized vancomycin after attempts of clearing the infection with antibiotics. It was noted that xyphoid incision site had never healed since the implant procedure. At this time, the electrode remains in service.